Event description:
Pt scheduled for elective abdominal angiogram with runoff, possible intervention. During the procedure ta boston scientific 7mmx27 mm 75mm in length express ld iliac premounted stent system was being placed in the left groin for left leg claudication. The balloon device did not fully deploy and the balloon tore. The device became stuck in the femoral artery. The device was eventually removed and another stent placed. Pt was sent to recovery but subsequently developed decreased circulation and pulses to right extremity secondary to right groin pseudoaneurysm status post urgent repair. Pt required subsequent return to surgery on (B)(6) 2011. Pt developed anemia due to acute blood loss and required blood transfusion.